Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos), which resulted in pacing inhibition. No intervention was performed and the patient will be further monitored. The patient was in stable condition.

Event description:
New information received indicates that during an in-clinic follow-up on (B)(6) 2025, the implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was in stable condition.